Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to label lift through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.=

Event description:
It was reported that prior to use it is discovered that the labels are lifting with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: (3 of 3 complaints) it was reported that tubes are having issues with label lifts. Additional customer information provided 2019-11-27. The problem has been off and on over the last several months. There is no way of telling how many tubes were actually affected. Not ever tube in the bunch had the problems. It we a few in each of the packs.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. CAPA# 1064141 has been opened for this issue.

Event description:
It was reported that prior to use it is discovered that the labels are lifting with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter: (3 of 3 complaints). It was reported that tubes are having issues with label lifts. Additional customer information provided (B)(6) 2019. The problem has been off and on over the last several months. There is no way of telling how many tubes were actually affected. Not ever tube in the bunch had the problems. It we a few in each of the packs.